Event description:
(B)(4). This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted and/or explanted. The device was not returned for investigation. A device history records review has been requested. Placeholder.